Event description:
It was reported that the patient was getting a code on the personal therapy manager of ¿8254.¿ it was unknown what the drug system was delivering. Additional information received reported that patient had an adjustment made prior to the pump refill date. They inadvertently did not change the next appointment date. Patient was scheduled to get a refill on (B)(6) 2014, but the low reservoir code came up a day before that ((B)(6) 2014). Pump never went dry and the patient was refilled as scheduled with no issues. There was no patient injury, no device malfunction. It was noted that refill was normal. Patient was filled without incident and everyone was fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that a dye study was done on the patient on (B)(6) 2014.